Event description:
Report received from baxter states two incidents occurred in which the device was still full after 6 days of patient use. In one incident the device contained 2473.84mg of 5fu and normal saline or a total fill volume of 91ml. In the second incident the device contained 2445.25mg of 5fu and normal saline for a total fill volume of 91ml. Both of these incidents involved the same patient. Report states that no patient injury resulted from the reported condition.